Manufacturer narrative:
The reported event was vegetation on the right ventricular lead. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2021 due to infection. After examination, the cause of the infection was believed to be related to the multiple ulcers on the patient¿s feet. The physician observed vegetation on the right ventricular (rv) lead while performing transesophageal echo (tee). The whole system along with the rv lead were explanted on (B)(6) 2021. The patient was in stable condition.